Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas. No product is available for investigation. A specific cause for the reported thrombus on the patient¿s aortic valve, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2020 a thrombus on the patient¿s aortic valve was noted via an echocardiogram. The patient condition resolved on (B)(6) 2020 and they were admitted to an inpatient rehab program. The hm3 IFU lists peripheral thromboembolism as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that an echocardiogram performed on (B)(6) 2020 noted thrombus on aortic valve. The patient was admitted in a inpatient rehab program at the time and no treatment provided. Reported to have resolved with out sequelae. No additional information provided.